Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt's husband felt pump was "not working." Per physician who completed indium study, the dye did not leave the pump. The pump was replaced. The drug delivered via the pump was lioresal 2000mcg/ml, 700mcg/day. Following surgery, the pt was restarted on 50mcg/day, 500mcg/ml concentration of lioresal. No issues since the replacement were reported.